Event description:
It was reported by svc report that both foot casters broke off and fell off of the bed and there was evidence of fluid intrusion on the footboard connectors. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Casters were replaced and it was recommended to the customer to replace the footboard connectors.